Event description:
A malfunction alarm occurred, identified by malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was guided to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Cts confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it using a prepaid label. The customer understood the instructions and acknowledged them. Cts resolved the issue by replacing the pump.